Event description:
It was reported that the patient had a volume discrepancy. The actual residual volume (arv) was less than the expected residual volume (erv). The patient had a refill about 10 days prior to the report. Sometime post-refill, the patient developed increased numbness from the hips down and did not feel stable on their feet. At some point, the patient was hospitalized for these symptoms. On (B)(6) 2015, the health care provider (hcp) did a refill to remove the dilaudid and bupivacaine from the reservoir and filled it with just dilaudid. The arv was 5 ml but the erv was 18.2 ml. The hcp did not believe a pocket fill occurred. It was noted that the arv was less than the erv at a previous refill also. The hcp aspirated 4.5 ml but was expecting more. The erv was unknown. Additional information received reported that the cause of the volume discrepancies was unknown. No troubleshooting had been done. A pump replacement was scheduled for (B)(6) 2015. Additional information received reported that the pump was explanted. When the pump was explanted, they aspirated only about 1 ml but were expecting about 19 ml. It was also reported that the patient had been in the hospital for pneumonia. The patient had multiple falls and had a kyphoplasty on (B)(6) 2015. It was also thought that the patient had symptoms of overdo se. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found miscellaneous overinfusion of an undetermined root cause. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.